Manufacturer narrative:
No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that during injection the jelco hypodermic needle detached completely, along with the needle component, and remained in the patient¿s arm. As a result of the device failure, the vaccine solution was expelled onto the patient and the exam table. This issue may have resulted in unintended drug exposure to the patient. There were patient involvement and unknown patient harm.